Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of ventricular assist devices (vads) is associated with numerous risks. Adverse events that may be associated with the use of the system as outlined in the instructions for use include device malfunction, infection and sepsis. Additionally the labeling presents clinical trial results including those requiring pump exchanges and potential factors contributing to required pump exchanges. The instructions for use addresses guidelines for optimal patient management post pump implantation. Sterility review for (B)(4): a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Sterility review for (B)(4): a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pumps, (B)(4), were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-01003 and 01004) submitted for devices related to the same event. Device disposed.

Event description:
Information was received about a dt2 study patient who was initially implanted on (B)(6) 2015 ((B)(4)) had the pump exchanged on (B)(6) 2015, patient underwent lvad placement on (B)(6) 2015. Postoperatively, suspicion for lvad thrombus in the setting of elevated ddimer. Patient was taken for lvad exchange on (B)(6). ((B)(4)) and the patient expired on (B)(6) 2015 determined by the physician to be due to sepsis. The pump was disposed of at the site.